Event description:
Customer stated they needed 3 crowns worked on due to the aligners damaging their fillings. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.